Event description:
The tip of the drill bit broke inside of the pt's femur during surgery. The surgery was delayed approx 20 minutes to retrieve the tip.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.